Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2014 it was reported that the patient underwent a full revision surgery that day. The explanted lead and generator were returned for product analysis on (B)(4) 2014. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
On august 25, 2014 product analysis was completed on the explanted lead. The lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Product analysis was completed on the generator as well. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Per the generator's internal memory, the impedance went from 8578 ohms to 21054 ohms on 7/23/14 (both high impedance).

Event description:
It was reported that during an office visit on (B)(6) 2014, the vns patient¿s physician suspected that there was an issue with the patient¿s lead. It is unclear why the physician suspected a lead issue during the office visit. Follow-up revealed that the patient¿s device was tested on (B)(6) 2014 and diagnostic results revealed high impedance (impedance value - ~9000 ohms). Clinic notes were received indicating that the patient was referred for surgery. No known surgical interventions have occurred to date.